Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 33mm epic stented porcine valve was implanted approximately 4 years ago. On (B)(6) 2022, the valve was explanted because "it was defective." The defect is unknown. No patient consequences were reported.

Manufacturer narrative:
Explant due to device being defective was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determinedh6 health effect - impact code: code 4624 removed and code 4648 added.